Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately one month after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was poor. Pain was observed during the implant removal surgery. Bone augmentation material was used on implant placement surgery. The patient has a plan to receive a surgery within 1-6 months.

Manufacturer narrative:
Please see attached summary memo.